Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.